Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had vertical lines in the image and did not display properly. The event occurred during a surgery under microscope therapeutic procedure while the patient was under sedation. There were no reports of patient harm.